Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed. Additional gore excluder device related to this event: (B) (4); (B) (4); (B) (4), (B) (4). Gore tag devices related to this event (refer to MFR report# 2017233-2010-00261): (B) (4); (B) (4); (B) (4).

Event description:
On (B) (6) 2010, the pt was treated emergently for a ruptured thoracic aortic aneurysm with chronic type-b aortic dissection, and was implanted with a gore tag thoracic endoprosthesis. On (B) (6) 2010, a reintervention occurred to treat a ruptured perivisceral abdominal aorta and abdominal aortic aneurysm. The pt was implanted with two more gore tag devices and five gore excluder aaa endoprostheses. Both hypogastric arteries were coil embolized. Bleeding continued despite attempts to repair the rupture. On (B) (6) 2010, the pt died as a result of continued bleeding from a ruptured thoracic aortic aneurysm with chronic type-b dissection.